Manufacturer narrative:
Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
It was reported that the patient called because the transmitter wouldn't power on after they had an electrical storm.

Manufacturer narrative:
Failure event observed during analysis.